Event description:
Philips received a complaint by the customer on the v60, indicating that the device was alarming high inspiratory and rate alarms. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the device was alarming high inspiratory and rate alarms. The customer requested assistance with troubleshooting as the flow sensor assembly was replaced prior to testing, and the test setup was correct. The remote service engineer (rse) advised the customer to check the proximal and machine tubing from the gas delivery system (gds) for orientation, and the customer confirmed that the tubing was reversed. After correcting the orientation, the customer verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.